Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04078. Related manufacturer reference number: 1627487-2020-04079. It was reported that the ipg could not be set to MRI mode. Diagnostic testing revealed high and low impedance on the leads. Troubleshooting did not resolve the issue. Surgical intervention may occur later to address the issue.